Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Earliest date of publication used for date of event. A2. Patient ages for both patients are reported in the b5. Event summary. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lv, x., li, y., liu, a., lv, m., jiang, c., & wu, z. (2008). Endovascular embolization of dural arteriovenous fistulas of the anterior cranial fossa: three case reports. Neurological research , 30(8), 852¿859. Https://doi.org/10.1179/174313208x310313. Medtronic review of the literature article found a review of 3 cases in which the patients underwent endovascular treatment of dural arteriorvenous fistulas (d-avfs). Medtronic devices were used in the 2 of the cases. In the first case, a 65-year-old male patient presented with 2 year history of chronic dementia and two times of seizure. The first magnetic resonance imaging (MRI) study of the head demonstrated bifrontal lobes with hypointensity on t1-weighted consequence and increasing signals on t2-weighted consequence. Cerebral angiography revealed an anterior cranial fossa d-avf supplied by left ophthalmic arteries and draining frontally into the superior sagittal sinus. Transarterial embolization using onyx-18 was attempted but abandoned because the embolic material cannot fill the malformation antegradely. An echelon-10 microcatheter was then used for successful coil embolization treatment of the d-avf. The patient's recovery was uneventful and he was discharged 5 days post-operative. At the 9-month follow-up appointment, the d-avf was still completely obliterated. In the second case, a 52-year-old man consulted a neurologist for a persisting headache accompanied by cold sweat for 12 hours. Clinical examination did not reveal any neurological deficit. Cranial computed tomography (CT) scan revealed massive hematoma in the left frontal lobe. The patient was treated conservatively for 1 month at another institution before being admitted to the study hospital. Cerebral digital subtraction angiography (dsa) revealed that a d-avf of the anterior cranial fossa was found. For the embolization procedure, a marathon microcatheter was positioned in the left ophthalmic artery and flushed with dmso. Onyx-18 was then injected for antegrade filling until there was a few millimeters of reflux. After 1 minute for the solidification of the reflux, the injection was continued gently, and again another short reflux was noted. Onyx injection was then stopped to prevent visual compromise. Post-embolization dsa of the left internal carotid artery revealed that the blood flow of the fistula was reduced. Three months later the same procedure completed from the right internal carotid artery (ica) approach. During catheterization, vasospasm occurred and 10 ml papaverine was administered. Once the vasospasm resolved, the procedure continued. Once the tip of the microcatheter reached the last curve, some 5 mm from the fistula point, embolization was performed with onyx-18. When the embolic material started to fill th e draining cortical vein, the injection was ended. Control dsa of the right and left internal and external carotid arteries showed immediate occlusion of the davf (figure 5). The patient was discharged in perfect condition after 5 days of anticoagulation treatment.